Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with no other devices. There was blood in the inflation lumen and contrast on the distal tip. Magnified inspection identified a longitudinal tear extending the full length of the balloon. No other damage or irregularities were noted in the balloon and proximal bond. Microscopic examination presented no irregularities in the marker bands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and mildly tortuous unspecified location. A 2.75mm x 20mm apex¿ balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres for 15 seconds. However, on the second inflation at 10 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient's body without any incident and the procedure was completed with another 2.75mm x 20mm apex¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and mildly tortuous unspecified location. A 2.75mm x 20mm apex¿ balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres for 15 seconds. However, on the second inflation at 10 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient's body without any incident and the procedure was completed with another 2.75mm x 20mm apex¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).